Event description:
The technician placed the 3:1 tpn bag onto the automix machine. The automix machine was started but the lipids did not pump into the bag. The automix alarmed "no flow". After taking the spike, that is attached to the 3:1 bag, out and repositioning it several times, the automix machine was still alarming "no flow". The technician changed the 3:1 bag to a new one and the machine started pumping lipids into it. The technician and facility think there is a defect with the 3:1 bag where the spike enters into the automix machine.